Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A visual inspection revealed the device was returned in sealed packaging. The device shows no visible signs of damage. Appears to be as manufacturer intended. A functional evaluation revealed the device functioned as intended with no grinding or whining. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ankle scope, the burr left metal shavings in the patient's joint. The residue was burred away. The procedure was successfully completed without delay using a back-up device. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.